Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced low blood glucose levels down to 23 mg/dl with fatigue and difficulty moving. The patient was treated with oral carbohydrate and blood glucose levels increased. The reporter stated that the patient may have been pressing buttons on the pump and accidentally made changes to the pump basal settings resulting in the low blood glucose. The reporter requested assistance with changing the settings back to normal settings. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump showed one pump suspend occurring on 09/14/2013 for 2 hours. The pump was paired with a test meter and normal, ez-bg, ez-carb and combo boluses were performed successfully and were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.